Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for migraine. It was reported that the patient has fallen a couple of times and thinks that something in her spine might have gotten moved or pulled out. This event was said to have occurred around a month prior to the report. There were no patient symptoms reported. The patient wanted to meet with a health care provider to have her system evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.